Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The product pouch was visually inspected. The product pouch contained a unit for batch 26230247 and there was no bsc seal. The batch number on the returned packaging was 26230247. The tyvek seal was inspected, and it was still intact. Operations engineering was contacted to verify the missing seal and it was agreed that the packaging was not sealed when it left manufacturing facility. Inspection of the remainder of the packaging and device presented no other damage or irregularities. Product analysis found there was an open seal.

Event description:
It was reported that device sterility was compromised. On checking inventory, a 2.00mm x 15mm emerge balloon catheter was noted to have its inner package not properly sealed along one full side of the package and was completely open compromising the sterility of the device. The device itself was not damaged.

Event description:
It was reported that device sterility was compromised. On checking inventory, a 2.00mm x 15mm emerge balloon catheter was noted to have its inner package not properly sealed along one full side of the package and was completely open compromising the sterility of the device. The device itself was not damaged.